Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: mitek complaints received only the inserter of the versalok ti anchor. We cannot confirm or discern a root cause for this complaint from the returned inserter. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint rate, we believe this to be an anomaly. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿

Event description:
The versalok anchor did not release. The titanium body was not covered by the peek sheath. After the setting, instrument was unscrewed, the titanium body was removed as well. All other devices from the same lot worked without any problems. The sales rep. And the surgeon supposed that this could be a user error. The surgeon is trained. The titanium body was removed.